Event description:
A user facility manager inventory contacted customer service support reporting an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Upon follow-up, the registered nurse (rn) stated the blood leak occurred seven minutes after the start of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. The blood was visually observed. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius combi set bloodlines. No damage was noted on the dialyzer. The estimated blood loss was 240 ml. Immediately following the event, the patient was re-setup with new supplies on the sane machine and completed treatment without further issue. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned to date for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. There were six lot numbers delivered to the complainant in this time period, and a lot history review was performed on each identified lot. Out of six lots, four lots each had one to multiple complaints reported against them. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. The production record review showed there was one unrelated approved temporary dn in the production of one of the lots. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, h6 device component code

Event description:
A user facility manager inventory contacted customer service support reporting an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Upon follow-up, the registered nurse (rn) stated the blood leak occurred seven minutes after the start of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. The blood was visually observed. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius combi set bloodlines. No damage was noted on the dialyzer. The estimated blood loss was 240 ml. Immediately following the event, the patient was re-setup with new supplies on the sane machine and completed treatment without further issue. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility reported a dialyzer blood leak during a patient's hemodialysis (hd) treatment. The dialyzer was available to be returned for manufacturer evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.